Manufacturer narrative:
Correction information: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Date for the initial MDR was reported as 3/24/2017. First smdr was sent on 5/1/12017 to correct the MDR date (from 3/24/2017 to 03/29/2017). The date of the first smdr should have reflected 5/1/2017 (as the correction to MDR was found on that date) but instead showed 03/29/2017. This, second smdr, is to reflect the correction to both previous reports (initial MDR and first smdr). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical services director reported during removal of the capsulotomy, a type two tag was noticed. The surgeon attempted to remove the capsule and a radial tear occurred resulting in a vitrectomy of the right eye. An intraocular lens was placed in the sulcus. All planned treatments were completed.

Manufacturer narrative:
There were no reported system messages or system issues that would clearly indicate that the system caused or contributed to the event. Therefore, as a system issue as well as surgical technique can contribute to an anterior capsule tear. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).